Event description:
It was reported that the patient presented to the emergency room due to oversensing on the ventricular lead. The oversensing was noted on stored and real-time egms. Lead dislodgement was suspected. The lead was replaced.

Manufacturer narrative:
No medwatch form was received.